Event description:
(B)(4). It was reported that during a percutaneous coronary intervention, vessel jailing occurred. In (B)(6) 2012, the patient presented with severe myocardial ischemia and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a long lesion located in the proximal left anterior descending (lad) artery extending up to mid left anterior descending (lad) artery with 100% stenosis and was 32 mm long with reference vessel diameter of 2.5 mm. The lesion was treated with pre-dilatation and placement of 2.25 mm x 32 mm promus element plus everolimus-eluting platinum chromium coronary stent system in the mid lad and overlapping a 2.50 mm x 28 promus element plus everolimus-eluting platinum chromium coronary stent system in the proximal lad which resulted in jailing of the septal branch. A non-bsc guide wire which was at that point within the septal branch was pulled back into the lumen of lad and was advanced back into the septal branch through the stent struts of the 2.5 x 28 mm pe plus study stent. Subsequently, an unspecified balloon catheter was advanced over the wire and inflations were performed within the previously deployed stents in the septal branch. The physician performed kissing balloon angioplasty with simultaneous inflations in the septal branch and in the lad resulting in good angiography results which possibly was intended to expand the stent struts which was jailing the septal branch. Following post dilatation, residual stenosis was 0%. Post procedure patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 100% stenosis in the proximal left anterior descending artery (lad) was an in-stent restenosis of a previously placed unspecified drug eluting stent (des).